Event description:
Caller reported experiencing a cartridge alarm, specifically alarm 30, on their device. Customer's blood glucose level was reported as "high," with a specific value unknown. Customer addressed the elevated level by administering a correction bolus through the pump. Support assisted the caller in properly loading a new cartridge, enabling the caller to successfully resume insulin therapy and resolve the issue without requiring third-party assistance.